Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation do not show damage. Isi followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with the damaged cable and there were no signs of thermal damage at the site of insulation damage. The damage did not result in a fragment falling inside of the patient¿s anatomy. The procedure was completed with the same instrument. After the completion of this procedure, the instrument was not inspected for any damage. There was no procedure delay.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's cable fell off and damage to the conductor wire was observed. There was no report of patient involvement.